Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and observed burn marks were observed to the usb port. Usb charging cable and adapter were not returned. An extended investigation was performed. A review of the case history was performed. Burn marks were observed to the usb port. Downloaded the log successfully and checked for cyber-security error codes; no issues were observed. The returned battery voltage was measured and result were within the specification ranges. Reader self test was performed and passed the test. A power consumption test was performed on the returned reader and it was found to be within specification ranges. The current draw from the returned reader was within specification. The reader had not sufficient power to cause the reported damage. Therefore, this complaint is not confirmed as the reader was functioning as intended. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports the cable to their abbott diabetes care device has overheated while charging. Customer further reports their device "melted." No further details were provided. There is no report of fire, smoke, explosion, or shock.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports the cable to their abbott diabetes care device has overheated while charging. Customer further reports their device "melted." No further details were provided. There is no report of fire, smoke, explosion, or shock.

Event description:
A customer reports the cable to their abbott diabetes care device has overheated while charging. Customer further reports their device "melted." No further details were provided. There is no report of fire, smoke, explosion, or shock.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.